Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation and the patient experienced cardiac perforation that required pericardiocentesis. During the mapping of a left ventricular pvc with a decanav catheter, the physician made a tamponade. A priori in the area of the apex. Pericardiac punction was necessary to remove blood from pericardial (~700ml). The procedure was not delayed due to the reported event. The procedure was not successfully completed. Additional information was received. No ablation had been "realized" before they figured that there was a tamponade. Indeed, the perforation had been done with the decanav. No transeptal because the patient had a patent foramen ovale (pfo).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation and the patient experienced cardiac perforation that required pericardiocentesis. The bwi product analysis lab received the device for evaluation on 08-oct-2024. The device evaluation was completed on 18-oct-2024. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number, h4. Device manufacture date and d4. Expiration date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).